Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Received one used and filled with clear cytotoxic contaminated solution (as labeled cytotoxic "fluorouracil")) easypump ii lt 100-50-s (batch no. Labeled 15e05ge261/material no.4540016 on the big bottom cap of the sample) without original packaging. Examined the returned sample visually. Clamp clip was clamped. Patient connector was closed with red stopcock (not the original closing cone (wing cap)). Fill port cap (discofix) was in position. Drug residue (crystallisation) was found at filter side and filling port. According to test specification damages and cracks were not detected upon visual inspection. As the complaint sample was contaminated with cytotoxic drug, further investigations are not possible. Cause: cause could not be determine. Justification: not "judgable". Reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.

Event description:
As reported by the user facility ((B)(4)): patient brought the easypump home but wasn't flowing. Drug infused: 5fu.